Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). What is meant by misfired? No staples were fired; it sounds as though it locked out before that. Did the device cut? The device did not cut at all. How was the device removed from the tissue? ¿ as the device could not be opened, they slid the tissue out of the device jaws while they were closed. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 4th or 5th firing. What color cartridge was being used? ¿ gold cartridge. The analysis found that one device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The device closed and opened as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the product misfired and could not be opened. Opened another stapler and finished the case without further incident. Additional information will be provided when it is available. No adverse event to the patient.